Event description:
It was reported by the vad coordinator that the patient reports single beep sounds, while the controller changes from one power source to the other earlier than expected. The patient's batteries were replaced and there was no effect on patient. It is unknown which two of three following batteries were involved: (B)(4)/ 1650de; (B)(4)/ 1650de; (B)(4)/ 1650de. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is report two of two (3007042319-2015-00693 and 3007042319-2015-00694) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 34 of 117. Device has not be returned.

Manufacturer narrative:
(B)(4) was not returned for analysis. A review of the device's manufacturing records was conducted and indicated that the unit met all the internal requirements prior to their qa release process. The heartware vad is used for treatment not diagnosis. Two batteries were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of battery ((B)(4)) revealed the device met specifications; the battery passed external visual inspection and functional testing. Review of the controller log files revealed no anomalies found for this battery within the analyzed period. Analysis of battery (B)(4) revealed the device performed per specifications; the battery passed external visual inspection and functional testing. The reported event was confirmed via log file analysis which revealed a likely instance of a switching event, which could be the result of a communication anomaly between the battery and controller. However, this could not be replicated at the bench. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to communication errors between the controller and batteries. The most likely root cause of the power switching may be attributed to a communication error. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is one of two reports (3007042319-2015-00693 and 3007042319-2015-00694) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.